Event description:
It was additionally reported that the lead was capped and replaced.

Event description:
It was reported that there was high threshold and high impedance on the right atrial (ra) lead. It was noted there was oversensing with arm movement and possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).